Event description:
It was reported that the et45b was used during a laparoscopic gastrectomy procedure. It was reported that the swing tab of cartridge was set to lockout position before firing, so surgeon could not fire. The surgeon had difficulty firing the instrument and the staples malformed. A new device was used to complete the case. There was no consequence to the pt.